Manufacturer narrative:
A supplement report will be submitted upon completion of our investigation.

Event description:
It was report that the cardiosave intra-aortic balloon pump balloon inflation problems. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) to investigate the issue. The fse was unable to detect any faults. The fse stated that the unit was in normal operating conditions. The fse carried out diagnostic tests and functional tests with the cardiosave trainer simulator. The tests were carried out with positive results. The unit was returned to the customer and cleared for clinical use.